Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced eosinophilic peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The peritonitis was manifested by abdominal pain and cloudy dialysate. The patient was treated for peritonitis with unspecified antibiotics for thirteen days, vancomycin and gentamicin (doses, frequencies and routes not reported). At the time of this report, the patient had not yet recovered from the peritonitis. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Beginning on the day of the onset of peritonitis, the patient was treated with cefazolin 1.5 gram intravenously (IV) (frequency not reported) for 4 days. Beginning on the day of the onset of peritonitis, the patient was also treated with ciprofloxacin 0.5 gram orally (frequency not reported) for 10 days. Five days after the onset of peritonitis, the patient was treated with vancomycin 2 grams intraperitoneally (ip) (frequency not reported) for 1 day and gentamycin 40 mg ip (frequency not reported) for 9 days. Seven days after the onset of peritonitis, the patient was treated with vancomycin 1 gram ip (frequency not reported) for 1 day. Should additional relevant information become available, a supplemental report will be submitted.